Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported a professional system blood glucose result of 82 mg/dl, aviva system blood glucose result of 169 mg/dl within 10 minutes using the same drop of blood. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.